Event description:
Pt developed septic shock and lactic acidosis on 8/1/93. No significant fever, shaking or chills. Blood was noted in urine on 7/30/93. Urologist noted that 5 cc temp monitoring catheter was pulled out part way. Urologist removed this catheter and reinserted another catheter and irrigated catheter easily and urine cleared. Blood and urine cultured same microorganism.